Manufacturer narrative:
(B)(4): the customer reported that they were not hearing alerts. Based on the available info, a philips response center engineer (rce) determined that there was no device malfunction but a line for output to the speaker was not connected correctly after a recent upgrade. The rce instructed the customer to plug the amplifier into a different connection and confirmed that the speakers were then working. In abundance of caution, we are reporting this issue as if this issue could lead to a potential health risk because we have not yet determined the provider of the upgrade servicing. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they were not hearing alerts.